Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, the patient's blood glucose (bg) levels went from high to low. The patient's personal diabetes manager (pdm) read 5.2 mmol/l (93.7 mg/dl) while her continuous glucose monitoring system (freestyle libre) read 2.5 mmol/l (45 mg/dl). The patient's pdm was believed to be more accurate and it was decided not to treat her low bg levels. Subsequently, the patient felt unwell and started "jerking". She was brought to the emergency room where her bg levels were measured at 3.6 mmol/l (65 mg/dl), the patient was provided glucose tablets, ate food, and the pdm will be replaced. It should also be noted the doctor believed the patient was developing tonsillitis.